Manufacturer narrative:
The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. There may be cases in which regurgitation is detected by tee prior to the completion of the surgical case and exchange of the valve is required. Explant of one valve and implant of another valve may result in complications. In this case, re-cannulation of bypass was required to explant and replace the device due to entrapment of two valve leaflets leading to a large central leak. Echo images were submitted and reviewed. Based on the submitted images "two leaflets displayed abnormal motion. The appearance suggests an external factor affecting leaflet motion which is usually associated with suture loop although other causes cannot be excluded. The images do not demonstrate papillary muscles, let along papillary muscles in proximity to the mitral bioprosthesis leaflets." The device was not returned for evaluation due to endocarditis. Based on the available information, the root cause of the event remains indeterminable. A retraining on the use was made to the surgeon and the nurse involved in this case. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 33mm valve was explanted at implant due to entrapment of two valve leaflets leading to a big central leak. As reported, indication for replacement was endocarditis. The subvalvular apparatus was preserved. The leak was observed when the cannulas were removed. The patient was put back on cpb, the valve was explanted and replaced with a non-edwards device. The operation lasted 50 minutes longer. The patient was noted as to be fine after the procedure although in bad general condition. Per surgeon´s opinion, the tricentrix holder was correctly assembled (the audible click was heard when deployed). They first removed the handle and after the knots, they removed the rest of the holder. The surgeon was wondering how it is possible that if preparing correctly the tricentrix holder, two leaflets could be affected by the papillary muscles. The hospital was very familiar with the use of the tricentrix and have a daily routine in using this valve.

Manufacturer narrative:
Corrected data: h6. Reference CAPA: 20-00141.